Manufacturer narrative:
Physio-control replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed system pcb assembly in the failure analysis center and the cause of the reported issue was due to a foreign substance found on the back of the pcb assembly which would react to humidity. The reaction to humidity would cause the device to lose power or not boot up properly. Specifically, the foreign substance was found on a resistor (r44), a diode (cr21) and a capacitor (c53).

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device had logged several event codes and had its service indicator illuminated. After an evaluation of the device, it was observed that the device appeared to be intermittently locking up during the boot up process. There was no patient use associated.